Event description:
Additional information received indicated that the patient's ipg was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
Correction: device information in section d.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient could not longer charge the ipg resulting in the ipg becoming inoperable. The patient may undergo surgical intervention on a later date.